Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal.

Event description:
It was reported that during the implant attempt the lead could not be inserted, the device header would not fully accept an atrial lead. Th bipolar pacing lead impedance was noted high out of range as well. The device was replaced. And with new device the lead could be inserted and pacing impedance was in range.